Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ tip syringe had a defective stopper and leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: a DHR was performed and there was no documentation of issues for the complaint of batch # 8178879 during this production run. One syringe sample was received, it has a rolled stopper. One photo was also provided showing the sample with the rolled stopper. The root cause was determined to be from the plunger rod- rubber stopper assembly process.

Event description:
It was reported that bd luer-lok¿ tip syringe had a defective stopper and leaked. No serious injury or medical intervention was reported.